Event description:
A tandem mobi cartridge alarm was reported by the caller, occurring during the load process. There was no adverse impact to the customer's blood glucose level. The caller was initially unable to reload the original cartridge and resume insulin therapy, despite being instructed to remove the cartridge and deliver a 9-unit bolus. Technical support provided assistance with loading a new cartridge correctly, which allowed the caller to successfully resume insulin therapy.